Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 20740687.

Event description:
It was reported that the patients device was no longer helping with the pain anymore and it was irritating. The patient underwent an explant procedure. The explanted ipg and paddle lead were discarded.